Manufacturer narrative:
After battery installation, device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform displacement and self tests due to the display anomaly. The upmost tip of the left belt clip rail broke off, and the middle keypad button is cracked. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not stop screaming out and can no longer be able to navigate through it. Customer stated that the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.